Event description:
Additional information received reported that volume discrepancy was found. A refill session done on (B)(6) 2012 showed actual residual drug volume was 9.6 ml and residual volume on the programmer was 10.2 ml. A refill session done on (B)(6) 2012 showed that the actual residual drug volume was 8.6 ml and the residual volume on the programmer was 8.9 ml. The patient had complications include constipation, epilepsy and iron deficiency anemia. Patient outcome was confirmed recovered.

Event description:
Additional information received reported that there was no problem with the device system. It was also indicated that there was no change in drug and no interventions noted. It was noted that the patient recovered on (B)(6)-2012.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that "fluid retention" was observed on patient's back and "particularly" at the pump pocket. Some 50-60 ml of fluid was aspirated; "pockets were compressed, but did not recover." A cerebrospinal fluid (csf) leak was indicated. It was noted that "as a result of the review in the department of neurosurgery, the patient was suspicious for hydrocephalus, so they decided to perform a vp shunt to control csf effusion." It was later reported that the fluid retention had been observed in the patient's "pump side pocket and back pocket." The pump side retention was "especially prominent." The hcp "tried applying pressure, however, remains un-recovered." Per the attending physician, it was "unclear as to whether it was a catheter problem, implantation area problem or a simple biological reaction." The event was noted as "unrelated" to drug. The event outcome was "not recovered" at the time of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical product: catheter model: 8711, serial #: (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).